Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 was ruptured during patient use. The device was infusing an unknown patient with a solution of 5-fluorouracil and saline when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. The root cause investigation is currently being performed under CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.